Manufacturer narrative:
The event occurred in (B)(6) this medwatch report is for the suspect device used in sensor system (lot number 451878, expiration date 12/31/2013). (B)(6).

Event description:
Customer received result of 246 mg/dl on the sensor system, and a result of 126 mg/dl on the perfoma system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.